Event description:
Pfm medical vascular access device implanted in 2005 right internal jugular. Nineteen days later the oncologist was unable to access, x-ray indicated the catheter had become disconnected from the reservoir and migrated into the superior vena cava extending into the inferior vena cava. This catheter was removed by interventional radiology via groin approach. Five days later the reservoir was removed. The mechanism used to lock the catheter to the reservoir was intact.